Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user posted a social media complaint stating that charging the device while traveling was difficult and that the charger was bulky, indicating dissatisfaction with charging convenience. Symptoms included no adverse health effects. Outcomes included no impact on health or medical care. Investigation included review of complaint details and user feedback. Investigation of this case revealed no device malfunction, no alerts or alarms, and no identified patient harm. It was concluded that the event was related to user experience with charging logistics rather than a product performance failure.